Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that blood reflux occurred days after handling with adequate maintenance and no apparent pressure increase. No other information was provided.